Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection of the device¿s distal end found the distal rubber tip (where to insert the guidewire) appeared to be missing from the device and was not returned. There is a sticky foreign substance adhered on the injection port, distal section, and basket wires causing resistance while operating the pipe. However, the basket, insertion portion, and pipe are still intact, no looseness, and functional. The basket could be opened, closed, and crushed a sample piece without a problem. The exact cause of the reported event could not be conclusively determined. However, based on the physical evaluation and similar reported events, unintended operational error could not be ruled out as a contributory factor of the reported event.

Event description:
Olympus was informed that during an endobronchial ultrasound (ebus) procedure, a lithotripsy crush basket was used had swept the patient¿s bile duct and the small plastic tip was seen hanging from the duct. The metal piece of the end was pulled through uncovered. The plastic piece was retrieved. No patient injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the intended procedure, additional information from the user facility. The user facility further reported that a second similar device was used to complete the intended procedure. The user facility clarified the correct procedure being performed was an endoscopic retrograde cholengiopancreatography (ercp). There was no unexpected bleeding to the patient and there was no sparking/arcing observed during the procedure. There was no issue withdrawing the device from the patient. In addition, the user facility also reported the procedure was prolonged by less than a minute; the patient did not require a longer stay or require additional treatment; the device was inspected prior to use and no anomalies were observed.